Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Non-sterile part 402.876, lot: 9819420: (B)(4). Manufacturing date: january 28, 2016. No deviation nor any non-conformance reports were marked in the device history record. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: locking screws (part and lot unknown, quantity 6)

Manufacturer narrative:
Event or problem, relevant tests/laboratory data. Manufacturing location: (B)(4). Manufacturing date: february 18, 2016. Expiry date: february 01, 2026. Article was sterilized by supplier (B)(4). No deviation or any non-conformance reports were marked in this document. Manufacturing facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: variable angle locking compression plate (part 04.111.620s, lot 9758886, quantity 1).

Manufacturer narrative:
A product investigation was completed: the broken product (shaft and head) was returned in a packaging different from the original packaging. Usage marks on the tip area of the screw are visible. Device history record review was performed for the affected lot, no abnormalities or deviations were detected which could lead to the complaint failure. The relevant drawing was reviewed. All dimensions relevant for the function of the product were measured, and fulfill the specifications. Only the screw length was not exactly measured (due to the breakage). Measurement of the length was performed only for the identification purposes. The raw material certificates were checked and it was found that the used raw material fulfilled the specifications. Based on this, the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. No product fault could be detected; we are not able to identify exactly root cause for the breakage. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that approximately one month after initial implant surgery, an x-ray revealed the locking screw had broken at the head and the cortex screw had backed out. These screws were implanted on (B)(6) 2016 along with a 2.4mm variable angle locking compression plate. It was further reported that the patient had lifted a stove without pain approximately one week before the implant issue was discovered. Revision surgery was performed on (B)(6) 2016. During the revision surgery the surgeon performed a pin-fixation to affix the plate and complete the surgery. The complained screws were removed. There was no surgical delay. This report is 2 of 2 for (B)(4).